Event description:
It was reported that the patient had "a little infection around the site" of his implantable neurostimulator (ins) in the past. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. The information was also reported on patient's other ins in regulatory report # 3004209178-2013-03022.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3708660 serial# (B)(4) implanted: (B)(6) 2012; product type extension product ID 3708660 serial# (B)(4) implanted: (B)(6) 2012; product type extension product ID 3389s-40 lot# v878959 implanted: (B)(6) 2012; product type lead product ID 3389s-40 lot# va0199g implanted: (B)(6) 2012; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).